Event description:
It was reported to the sales representative that, "during preparation for a surgery, the inner blister was damaged and the device couldn't be used for the surgery. Another product was available for the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.